Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported the patient's hip was revised due to chronic dislocations of the femoral head from the exeter rimfit cup. The head and cup were revised. Rep confirmed that no further information will be released by the hospital or surgeon.